Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty fitting the usb cable into the pumps usb port. Subsequently, the customer was unable to charge the pump. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.